Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/18/2025. Data was further reviewed. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an unspecified sensor issue occurred. The date of the event is an approximation. The patient stated that his dexcom stopped working the night before this call, displaying the message ¿tx battery low.¿ when informed that a replacement would be processed, the patient asked about the delivery timeframe, explaining that his blood sugar becomes uncontrolled without the device (he cannot tell if it is too low or too high) and has experienced several severe hypoglycemic episodes when not wearing the dexcom. He reported that a few weeks ago, he was transported by ambulance after having a seizure due to low blood sugar. His wife found him on the floor and called 911. When asked if he was wearing a dexcom sensor at that time and whether it was providing readings or errors, the patient confirmed he was wearing it but was asleep and unaware of what it displayed. He regained consciousness in the hospital. No additional details were provided regarding medications administered or length of hospital stay. The patient was stable and in good condition during this report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.